Event description:
The jostent coronary stent graft could not get to lesion. When physician attempted to pull stent out through guide, it would not come through the guide. When attempted to pull out as a system, stent caught on the sheath. Dr. Was able to obtain the stent out of groin by use of a balloon.